Event description:
It was reported that patient had his artificial urinary sphincter 61-70 cm balloon removed due to unknown reasons. A new artificial urinary sphincter 71-80 cm balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.